Event description:
It was reported that customer experienced daily cartridge alarms on pump during the loading process over several days, and alarms were confirmed as cartridge alarm 30 with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment with updated software, confirmed shipping details and signature requirement, provided instructions for storage mode and pump return within 10 days, and advised customer to enter pump settings and reconnect continuous glucose monitor on replacement pump.